Event description:
Related manufacturer reference number: 2017865-2022-44607 . It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker and right atrial lead exhibited noise over-sensing due to electromagnetic interference (emi), which resulted in episodes of inappropriate mode switch. No intervention was performed. The patient was in stable condition.